Manufacturer narrative:
This report was discovered to be a duplicate of pr 10805730 submitted as MDR number 1218950-2020-06717. Device investigation is completed. Please see updated codes in this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement.